Event description:
A report was received that the patient underwent an explant procedure due to an infection at the ipg and lead sites. The patient symptoms were pain, swelling, fever, drainage and pus. The patient was administered vancomycin IV antibiotics and a second type of IV antibiotics and was monitored at the hospital. The physician does not know if the infection was device or procedure related. The patient's symptoms have resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial #s (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.